Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Patient stated that they are using a g5 transmitter with g4 receiver. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/06/2016 and could confirm the reported loss of connection. No additional patient or event information is available.